Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors and an endurant stent graft system were implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. Proximal aortic neck diameter measured 25mm with a length of 6 mm. It was reported approximately 2 months post the index procedure, the patient presented with bilateral claudication and was diagnosed with peripheral ischemia. The patient was treated with medication however the event is unresolved and continuing with treatment. Per the investigator the cause of the event is related to the endograft device. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.